Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right atrial (ra) lead was oversensing noise. The patient was asymptomatic. The ra lead was explanted and replaced. The patient was stable throughout procedure.

Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection found an external insulation abrasion breaching the outer insulation proximal to the suture sleeve tie marks consistent with friction to device can. The reported event was isolated to the exposure of the outer coil in the abrasion location.